Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report to start right of high blood glucose levels and that the insulin pump had been beeping at night. The customer changed the infusion set three times and she had tubing that was crimped. The customer's blood glucose levels ranged from 200 to 401 mg/dl. The customer stated she was too busy to call help line to troubleshoot. Customer thought high readings were due to stress. Customer was waiting on reply from doctor. The customer declined replacements, and nothing was returned.